Event description:
Info received indicates the head section is drifting down.

Manufacturer narrative:
The technician found the shroud was out of place and applying pressure to the CPR handle. The technician adjusted the shroud to repair the bed.